Event description:
Stored iegms reveal noise on the lead leading to inappropriate detections and device charges. In each of the episodes the noise slows and/or stops once the device begins to charge. It was recommended that the lead be explanted and returned for analysis. On (B)(6) 2011 - this lead remains actively implanted. If additional information becomes available, this event will be updated.